Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument failed to be recognized. The user completed the procedure using a backup harmonic ace with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have one blade broken at the base. A piece approximately 0.4010" x 0.1160" was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade do not show damage. The instrument was connected to an in-house energy generator and failed the energy recognition test. The instrument generated message, " tighten assembly". The complaint was confirmed by failure analysis. The probable root cause is attributed to use conditions. Broken blades result from blade scratches and damage caused by contact with other instruments or hard metal objects (e.g., staples, clips, etc.) While the instrument is activated. These initial damages can worsen due to the ultrasonic vibrations of the harmonic ace blade, leading to blade failure. Blade damage may be detected by the generator with a solid tone or an error.